Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lead was explanted. It was also reported that during the lead revision the surgeon stated that it required very little tension to pull the lead out of the locking mechanism clip with the clip door shut around the lead. It was stated the clip tension was less than expected or previously observed. There were no patient symptoms or injuries related to this event and it was reported the patient recovered with no injury or adverse event. Additional information stated the lead was determined to be 20mm too inferior to the intended target after the initial implant. It was reported the surgeon believed that the microdrive was never set to target depth prior to the lead implant or the drive was inadvertently reset to 20mm approach depth by the neuromonitoring team after the lead was implanted but prior to securing the lead with the locking mechanism. Once the locking mechanism was exposed at the revision case, the surgeon stated that the locking mechanism was holding the lead, but felt that the holding force of the clip alone was insufficient. It was reported the surgeon stated that the complete locking mechanism fixation with the clip and cap was sufficient. It was stated the locking mechanism was not the reason for lead being 20mm too inferior.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va077as, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).